Manufacturer narrative:
The product was returned. The device evaluation is anticipated, but not yet begun. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The shunt was patent. It met all of the requirements for the preimplantation and pressure-flow tests. It did not meet requirements for the siphon, reflux, and leakage tests. A large tear in the silicone was observed on the lower right corner of the siphon control device. It is unknown how or when the damage occurred. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials. It also cautions that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient's strata burr hole valve had a tear near the outlet connector that was leaking and needed to be revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.